Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The download data shows the device experienced a drive stall during activation. This drive stall prevented the device from deploying. During investigation, the top battery was found to be depleted. Corrosion was found on the top battery and battery clip after closer inspection. Low battery power due to the observed corrosion resulted in the reported needle did not deploy.